Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: a review of the pumps black box revealed evidence of a partially discharged battery being installed. Low voltage in replacement batteries were observed in the black box as well. The pump was tested with an external power supply and idle, sleep rewind and load currents were all within specifications. The pumps cover was removed and there was no evidence of moisture contamination found inside the pump. There was no evidence of intermittent condition found.